Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how much bleeding occurred? How was bleeding controlled? Minimal bleeding. Another device was opened and used.

Event description:
Breast auxillary dissection to liagte the main veins. The device was used and didn¿t seem to be reloading during firing. When used the tissue was tearing and no clip was placed therefore bleeding occurred. The bleeding was controlled by the surgeon. Another device was opened and the procedure was completed as normal. About a ten minute delay on the procedure. Patient went home as normal. Bleeding controlled and another device was opened. Bleeding but delay of no more than ten minutes to control and open another device.

Manufacturer narrative:
(B)(4) batch # p93p9u device analysis: the analysis results found that the mcm20 device was returned with a clip in the jaws.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 1 clip as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.